Manufacturer narrative:
The reported event of unable to interrogate the device using bluetooth low energy (ble) telemetry was not confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). Analysis performed indicated normal device functionality. Device was able to be interrogated with different programmers normally. Longevity assessment was performed and the device was found to be within the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was in stable condition.